Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. As per image review the submitted images appear to display complaint product. Unable to identify photographic representation of complaint condition. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: canal stenosis levels implanted: c3-t1 it was reported that intra -op, the head to head crosslink broke during final tightening. The product came in contact with the patient. No fragments remained inside the patient. No patient complications were reported as the result of the event.

Manufacturer narrative:
Product analysis: the crosslink does not appear to be damaged. The center nut is locked into place and there is no visible signs of damage. If information is provided in the future, a supplemental report will be issued.